Event description:
A (B)(6) male pt's wife contacted zoll customer support that the pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, there was a cut in the cable connecting ECG electrodes a and b, which damaged the yellow gel fire wire and the green (belt discharge) wire. The cause of the test failure is the damaged cables and wires. The root cause of the damaged cables and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode cable. The pt received a replacement electrode belt.